Manufacturer narrative:
A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The company rep examined the system and tested all vacuum functions and found them to meet specifications. Preventative maintenance was performed. The system was then tested and met all product specifications. (B)(4).

Event description:
A nurse reported that the vitrector stopped working and would not suction during surgery. The system was exchanged and the case was completed after a 10-15 min delay. No harm to the pt was reported.